Manufacturer narrative:
Investigation summary: it was reported the needle is lumpy when injecting the drug. To aid in the investigation, nine samples were received for evaluation by our quality team. The samples came with no packaging blisters and no plastic shields. A visual inspection was performed with a 30x microscope. The bevels and etch were good. No defective grind or hooks were observed. A device history record review was completed for provided material number 305107, lot number 0072060. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 30ga 1/2in needle was lumpy and caused the patient pain during injection. This occurred on 3 occasions. The following information was provided by the initial reporter: the ophthalmologist uses d/n 30g for intravitreal injection to the patient, and the needle is lumpy when injecting the drug, making it difficult to inject the drug into the patient's vitreous body, and the patient complains of pain.